Event description:
It is reported that the pt underwent total right hip arthroplasty on (B)(6) 2008. On (B)(6) 2009 a surgical revision was conducted. It is also reported that "large amount of clear, yellow, cheesy type fluid was removed from the joint", and no bone ingrowth was observed.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not receive devices, x-rays, or other source documents for review. Since no lot numbers were received for the device related to this case, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the info currently provided. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed. Zimmer gmbh considers this case closed. (B)(4).